Event description:
Event: conversion to open repair. Event narrative: it was reported that during deployment of the superior attachment system, the contralateral pull wire became entangled with the hooks of the supperior attachment system. The physician was unable to free the wire from the hooks which led to the open surgical repair.